Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The patent was having seizures and was riding in an ambulance at the time of the shock. The system was checked and the only sensing vector that passed was the primary sensing vector. Technical services discussed extending the smart charge time. There were no additional adverse patient effects. The system remains implanted.